Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. Review of the device data logs confirmed the reported complaint and revealed an internal battery error message and an external battery communications lost alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf188 was due to an isolated component failure within the device main circuit board (pcba) while the internal battery error message was due to an isolated component failure within the device battery assembly and the external battery communications lost alarm was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.